Event description:
I took the ihealth covid-19 antigen rapid test, which I obtained free of charge from the government. 45-minutes after taking the test my tongue started tingling. A few minutes later my tongue, and lips started swelling. The area directly below my lower lip started swelling and my bottom teeth became numb feeling. I also had a strange taste in my mouth. I do have an auto-immune disease and non-hogdkins follicular b-cell lymphoma. My son took 1 test, and I took the other. He did not have any issues, but I saved both tests that came out of the same box. FDA safety report ID# (B)(4).